Event description:
The ge oec 2600 fluoroscopy system would not turn on. System requires multiple attempts to boot-up correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a multitude of boards and power supplies to eliminate cause of no boot issue. The system was tested, found to be functioning as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.